Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the right electrode near their breast. Patient described the area as burning, pink scars. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.